Manufacturer narrative:
(B)(4).

Event description:
The actual residual volume (19 ml) was greater than the expected volume (5.8 ml). There was no pump alarms. It was thought that a catheter occlusion might be the cause of the problem. Additional information has been requested, a follow-up report will be sent if additional information becomes available.